Manufacturer narrative:
Additional information was received on 14-nov-2025 confirming that the patient experienced a pericardial tamponade. Patient is now stable and has been discharged. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular extrasystole (ves) ablation procedure with a thermocool smarttouch sf catheter and suffered a pericardial tamponade. The report indicated that the procedure was ves ablation in the left ventricle. The procedure was successfully completed, and the catheters were removed. When removing the transseptal sheath, pericardial tamponade occurred. The physician was sure that the tamponade occurred due to transseptal puncture (tsp), not ablation or jnj catheters. The patient was stable. Additional information was received. The intervention provided was pvc, left ventricle. The outcome of the adverse event was fully recovered (no residual effects). The patient did not require cardiac surgery. One transseptal puncture site was performed during the procedure. No evidence of steam pop. The event occurred after the procedure, the catheters were not in the heart anymore. Event occurred after sheath was pulled out. The flow settings used were thermocool smarttouch sf ¿ 2ml, 8ml (<30w), and 15ml (>30w). No error messages observed on biosense webster equipment during the procedure. The force visualization features used were vector and visitag. The visitag module parameters for stability used were distance change: 3mm, min time: 3s, force: 25%, min. And force: 5g. No additional filter was used with the visitag. The color option used prospectively time.